Event description:
A male with a history of chronic emphysema and being a recipient of pci, underwent aaa repair in 2009. The pt's anatomical form was suitable for repair, and the procedure was conducted as labeled. After placing a mainbody and two iliac leg grafts, a final angiography was performed. No endoleak was on the final angiogram, but it was found that the distal part of the contralateral (left) iliac leg graft was positioned on the tortuous site of the left common iliac artery. Since it was suspected that the distal part would be occluded, the physician additionally placed an iliac leg graft to extend the distal part. However, the left internal iliac artery was occluded because it was covered by the add'l iliac leg graft. The physician did not measure the length from the distal site of the contralateral iliac leg graft to the left internal iliac artery. The physician judged no treatment was needed for the occlusion of the left internal iliac artery since no adverse event occurred due to it, and no endoleak was revealed. The status of the pt is unk at this time.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to this case, in the directions for use section of the IFU, prior to sheath pullback, the user is instructed to confirm distal end of the iliac leg graft and reposition the graft to ensure patency of the internal iliac artery. At this time, a failure mode associated with the device has not been identified. It appears the user deployed the add'l leg extension as a preventative measure to adverse pt's anatomy. The effect from this preventive measure was an occluded internal iliac. The physician's comments are documented on the event evaluation form; "the left internal iliac artery was occluded because I placed the add'l iliac leg graft without measuring the length from the distal part of the contralateral iliac leg graft to the left internal iliac artery. I judged that no treatment was needed for the occlusion of the left internal iliac artery since no adverse event occurred due to it, and no endoleak was revealed." We will continue to monitor for similar complaints. If add'l info is received regarding this case, and a failure mode is identified with the device, the case will be reopened.